Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 600 mg/dl at the time of incident and current blood glucose level was 265 mg/dl. Customer¿s other blood glucose level was 600 mg/dl, 80 mg/dl, 90 mg/dl and 674 mg/dl at the time of call. The customer provides details regarding symptoms of their high blood glucose episodes such as headache. Customer was treated with syringe or insulin pen. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Customer stated that drive support cap was normal. Customer stated that the declined to perform high pressure test. Customer did not allege pump was under delivering. Customer was feel ok to troubleshoot. The insulin pump will not be returned for analysis.